Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the driver was fractured during use. Another device was used to complete the surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Device was returned and evaluated. Upon visual inspection both the tip and the driver connector end had fractured from the device. Both of the fractured pieces were returned. There is no other visible damage to the device. Medical records were not provided. Sem testing identified the following: fracture surface artifacts suggest a torsional overload fracture. Xrf analysis found the hex driver material to be consistent with 430/440 stainless steel alloy. Fracture surface artifacts suggest the bending overload failure mode. Xrf analysis found the hex driver material to be consistent with 430/440 stainless steel alloy. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined, however, sem suggests both torsional and overload as potential failure modes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.